Event description:
It was reported that the right ventricular (rv) lead showed stored ventricular high rate episodes that appeared to be non-physiologic sensing. The patient will be brought in for testing and the lead will be reprogrammed less sensitive. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted (B)(6) 2013. (B)(4).